Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. It's important to note that if the device does not recognize a signal or an r wave, the device will not display sync markers. However, the sync mode will stay enabled until the user manually turns it off or a shock is delivered. The user would still have the ability to manually defibrillate without the sync function. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) female patient, the device was unable to sync. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.